Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on screen made it difficult to read display and forces her to angle pump to see, pump battery life is diminished, has once rejected a new battery, has given random no delivery alarms and bolus and arrows buttons have to be pressed more than once to work. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify no delivery alarm and failed battery test due to buttons not responding. Insulin pump received with minor scratched lcd window. (B)(4).